Manufacturer narrative:
The treatment tip was returned for evaluation. The tip had been used for 415 treatments. The tip passed flow testing. The tip failed thermistor testing. The tip failed visual inspection due to the observation of dielectric breakdown. No functional or leak testing could be performed due to the observation of dielectric breakdown. Evaluation of the treatment tip confirmed damage of along the rf trace of the tip. This evaluation confirms customer¿s account of possible burn marks on the treatment tip. Investigation found that damage to the rf trace are caused by stress concentrations on the flex assembly at the adhesive edge that damage the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. Defects on the tip membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area and can potentially cause patient burns. Both the thermage user manual (p009240-05 rev. B) and technical bulletin tb-19 instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. A review of the manufacturing records showed all requirements were met. One additional complaint has been received for this lot number, reference sg-2019-2524/860480, MDR 3011423170-2019-00041. The lot history, trend analysis, risk analysis and/or directions for use review are considered acceptable, with the product performing within anticipated rates. No corrective action is necessary at this time.

Event description:
A user facility in (B)(6) reported smoke from a tip during a thermage treatment. Burn marks were observed on the tip. Treatment was immediately stopped and the tip was changed. The patient was not injured. The treatment was completed with a new tip.